Event description:
Home monitoring showed lead noise on recordings. No therapies delivered related to noise. Patient in office check was normal, however noise was recreated when patient breathed in deeply. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2023 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.